Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that following implantation into the eye a line was observed in the middle of the lens. The lens was explanted and exchanged during the original surgery session without further incident. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. Rayner capsular bag fixated lenses can cause posterior capsule folds/creasing as a direct result of the high radial force exerted on the capsular bag during iol implantation. Additionally, it is also possible to consider delamination and/or scratches as possible causes of the lines present on the optic post implantation. Rayner iols undergo 100% optical inspection during manufacture prior to their release for distribution. Our review of production records for the rayone galaxy rao605g batch 055269491 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone galaxy rao605g batch 055269491. Without the ability to examine the device and without clear event details being provided it is not possible to determine the cause of the event.

Event description:
On 11th july 2025, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone galaxy rao605g. The event description provided states that there immediately following implantation into the eye there was a line in the middle of the optic leading to device explantation and exchange.